Event description:
It was reported that 100 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage (blood) through bc valve during use. The following information was provided by the initial reporter: complaint from princess margaret hospital. The user complained that the blood control valve could not slow down the blood stream after the needle is removed.

Manufacturer narrative:
H.6. Investigation: bd received 10 insyte autoguard blood control units from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. A water/air leak test was performed and no leakage was observed coming from the control plugs or units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection and testing the engineer could not verify the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage (blood) through bc valve during use. The following information was provided by the initial reporter: complaint from (B)(6) hospital. The user complained that the blood control valve could not slow down the blood stream after the needle is removed.